Event description:
Customer reported during a case the sheath was visibly deformed and a new kit was obtained for use. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. Visual examination of the assembly revealed the sheath body was damaged. The sheath body appeared warped and folded in the location of the damage. The damage on the sheath measured approximately 1.25" from the distal tip. The total length of the sheath body measured to be 2.8125" which is within specifications of 2.625-2.875" per product drawing. The outer diameter of the sheath body measured to be 0.0974" which is within specifications of 0.091-0.101" per product drawing. The inner diameter of the sheath body measured to be 0.074" which is within specifications of 0.074-0.075" per product drawing. A lab inventory 5 fr catheter was inserted into the returned sheath per IFU which states, "insert catheter through peel-away sheath. Advance catheter to final indwelling position." The catheter was able to pass through the sheath with minimal resistance. The returned dilator was able to be inserted and locked with minimal resistance. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit precautions the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding. Do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip." The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. A section of the sheath body was found to be warped and folded. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported during a case the sheath was visibly deformed and a new kit was obtained for use. No patient injury or complication reported. The patient's condition is reported as fine.